Event description:
Device issue: none. Adverse event: in-stent restenosis requiring intervention. Onset of adverse event: after the procedure. It was reported that on (B) (6) 2008, the patient underwent stenting in the right internal carotid artery with the rx acculink stent. Carotid doppler performed on (B) (6) 2010, identified 80-99% in-stent restenosis. On 04/13/2010, the patient reported having experienced tia symptoms to the physician, but the exact date of symptom onset was unspecified. The patient underwent angioplasty with a cutting balloon on (B) (6) 2010 without further issue. The patient was discharged on 04/14/2010. There was no further report of neurologic deficits during this hospitalization. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. The reported transient ischemic attack and restenosis are known adverse events listed in the acculink instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.